Event description:
A customer contacted beckman coulter inc. (Bec) stating that the aspiration probe of their unicel dxh 800 coulter cellular analysis system was leaking a couple of drops of blood and diluent onto the tube stoppers. Per customer, the leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a gown, gloves and goggles at the time of the incident. No injury or exposure was reported. Patient samples were not affected by this incident.

Manufacturer narrative:
Bec field service engineer (fse) performed troubleshooting via phone and asked the customer to replace the probe following instructions for the aspiration probe replacement which is a procedure detailed in the system manager on line help. Customer replaced the probe and verified the instrument by running several cassettes of patients and controls with no diluent/blood residue found on the stoppers. Fse followed up with the customer to ensure the instrument was operational. The cause of the leak is related to the probe which needed replacement. (B)(4).